Manufacturer narrative:
The nurse reported that the g7 is stuck on the power off selection screen. The unit was not responding to any touch inputs. Forced shutdown and rebooting solved the issue. No patient harm was reported. Investigation conclusion: the issue was resolved after force shutting down then rebooting the unit. The complaint device would not be returned to nk. The complaint could not be confirmed. Root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 10/07/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/14/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor 1700 series model: ni. Sn: ni.

Event description:
The nurse reported that the g7 is stuck on the power off selection screen. The unit was not responding to any touch inputs. Forced shutdown and rebooting solved the issue. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the g7 is stuck on the power off selection screen. The unit was not responding to any touch inputs. Forced shutdown and rebooting solved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 10/07/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/14/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor 1700 series model: ni sn: ni.

Event description:
The nurse reported that the g7 is stuck on the power off selection screen. The unit was not responding to any touch inputs. Forced shutdown and rebooting solved the issue. No patient harm was reported.